Event description:
It was reported that an ilet insulin pump displayed a nonresponsive touchscreen on the unlock screen, preventing the user from sliding to unlock and delivering a meal bolus, which was resolved after completing a mobile app and device firmware update; the device was previously exposed to water and the user was advised it would no longer be watertight and should be replaced. Symptoms included elevated blood glucose of approximately 225 mg/dl without other reported clinical effects. Outcomes included temporary inability to administer a meal bolus and transient hyperglycemia that the user allowed the ilet correction algorithm to address; no outside assistance or medical intervention was required. Investigation included technical troubleshooting, guided restart attempts, charging-pad use to wake the screen, and software/firmware update. Investigation of this case revealed a device software interaction resulting in a nonresponsive touchscreen that recovered normal function after the update. It was concluded that the event was related to a device software issue with screen responsiveness that was mitigated by updating software and firmware, with no injury reported.